Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 434 mg/dl.